Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto 3 system and a map shift ¿ no error message device malfunction occurred. During mapping and prior to ablating, there was a map shift of about 1 cm. The metal values error did not display on the carto 3 system. The map shift was discovered as the physician moved the ablation catheter to the previous his points to verify if they were still accurate before ablating. At this time, he found that there were no his signals at those locations. They took more tags in the correct his area to proceed and complete the procedure. There was no patient consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a carto 3 system and a map shift ¿ no error message issue occurred. During mapping and prior to ablating, there was a map shift of about 1 cm. The metal values error did not display on the carto 3 system. The map shift was discovered as the physician moved the ablation catheter to the previous his points to verify if they were still accurate before ablating. At this time, he found that there were no his signals at those locations. They took more tags in the correct his area to proceed and complete the procedure. There was no patient consequence. The bwi field service engineer had contacted the bwi field representative and advised the bwi field representative to ensure that a catheter was placed in the field when capturing and sending fluoro images. The bwi field service engineer verified with the bwi field representative that the images were being sent without the catheter in the field. The bwi field service engineer advised the bwi field representative that not following this work flow is known to result in map shifts. Following the recommended workflow resolved the reported issue with no further issues reported. The system is ready for use. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.